Manufacturer narrative:
As it is unknown which gore® tag® device may have contributed to the reported event, additional device tgm343420j/21732225 will be included on this report. Code 213 ¿ a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Code 3233 ¿ the devices remain implanted and, therefore, were not available for direct analysis by gore. Per the gore® tag® conformable thoracic stent graft with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, neurologic damage, local or systemic (e .g ., stroke, paraplegia, paraparesis). This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system. The two gore® tag® devices were placed without any reported issues. The patient tolerated the procedure. On (B)(6) 2020, paraplegia was reportedly observed. According to the report, an embolized lumbar and intercostal artery may have contributed to the event. Spinal drainage was performed to treat the paraplegia, but the neurological deficit remained.